Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter allegedly found saline came out from two places after applied a lot of pressure to the catheter by hand. It was further reported that the catheter allegedly found breakage. Reportedly, catheter allegedly found hole and blood found to be bleed back. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the catheter allegedly found saline came out from two places after applied a lot of pressure to the catheter by hand. It was further reported that the catheter allegedly found breakage. Reportedly, catheter allegedly found hole and blood found to be bleed back. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Upon infusion, small bubbles were noted throughout the center portion of the catheter. What appeared to be small longitudinal splits in parallel, were noted throughout the center portion of the catheter. Therefore, the investigation is confirmed for the reported material puncture/hole, fluid leak and fracture issues. However, it is inconclusive for the reported reflux within device and material separation issues as the supporting evidence for material separation and reflux was not provided for evaluation. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.